Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced blank display, damaged battery cap and battery out limit alarm. Customer's blood glucose value was unknown. The customer reported blank display when he woke up. The customer received battery out limit alarm during normal use. The customer stated that sometimes it is hard to install the battery cap on. The insulin pump will not be returned for analysis.